Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated a chest x-ray was performed. The device settings were re-programmed to prevent oversensing, and the rv threshold was increased.

Manufacturer narrative:
Continuation of concomitant products: 5054 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: 5054 lead, implanted: (B)(6)2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inquiry was received that indicated mirror image abrasion issue occurring with the right atrial (ra) lead and the right ventricular (rv) lead. It was indicated that the ra lead exhibited oversensing issue, capture is good, impedance stable, and the rv lead exhibited high impedance. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.